Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer noted five avanti sheaths (two 4f, two 6f, and one 8f) where fluid (like water) can be seen inside the sterile package. There was no reported patient injury. Three products will be returned for analysis. There was no damage noted to the packaging of the device. The integrity of the sterile pouch was compromised.

Manufacturer narrative:
This is one of five reports submitted for the same event. Reference MFR report #s: 9616099-2019-03207, 9616099-2019-03208, 9616099-2019-03210, 9616099-2019-03211. Complaint conclusion: as reported, the customer noted five avanti sheaths (two 4f, two 6f, and one 8f) where fluid (like water) can be seen inside the sterile package. There was no reported patient injury. There was no damage noted to the packaging of the device. The integrity of the sterile pouch was compromised. A sterile unit of ¿avanti + 4f std w/gw¿ was received inside of a clear plastic bag, along with other 2 products. The device was unpacked to proceed with the product evaluation. The unit was returned inside of the original pouch. The seal of the packaging was intact. The integrity of the sterile pouch was not compromised. No fluid (like water) can be seen inside the sterile package. No damages or anomalies were noticed inside the packaging. The product history record (phr) review of lot 17839881 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - foreign material in sterile package¿ was not confirmed for either of the five returned devices since no fluid or foreign material was found. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to the issues experienced. However, it could be related to storage issues. As cautioned in the instructions for use, which is not intended as a mitigation, ¿store in a dry, dark, cool place. Do not use if package is open or damaged. Do not resterilize. Exposure to temperatures above 54°c (130°f) may damage the catheter sheath and components.¿ neither the phr reviews nor the product analyses suggest that the reported failures could be related to the manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.